Event description:
It was reported that ipg was inoperable as it had reached end of life (eol). It was noted that patient was utilizing a program with very high tonic settings. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b5: event details corrected. It was reported to abbott a patient¿s ipg had reached its end of life. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that ipg was inoperable as it had reached end of life (eol). It was noted that patient was utilizing a program with very high tonic settings. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.